Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The lightsource was returned for evaluation. Evaluation could not duplicate the issue of smoke smell. The unit passed testing within specifications. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported strong smoke and smell from the xenon lightsource. The nurse quickly powered off and unplugged the device. The issue was addressed, including the light cable used, and found that the smell and heat were from the light guide connector on the front of the device. The smell is minimal when the light intensity is set rather low, as the intensity increases, so does the smell. No patient injury or delay noted.